Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all the front panel lamps in the video system center were flashing. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The scope image was flickering and the front panel lights were blinking. Based on the results of the investigation it is likely the cause of the image issue was due to a printed circuit board. However, the specific cause of the printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.